Event description:
It was reported that the ventilator gave a constant alarm when powered on and would not boot up. There was no patient involvement reported. (B)(4).

Manufacturer narrative:
The ventilator was reported to alarm constantly when it was powered on and it wouldn't boot. The user interface control cable and dc/dc & standard connectors printed circuit board (pcb) were replaced during service. The returned panel control cable had a 2 cm long clamp mark but functioned without remark. A visual inspection of the returned dc/dc & standard connectors pcb showed that an inductor in the +12v panel fuse/control circuit was cracked, probably after a short circuit. Simulated use tests showed that it was possible to turn on the ventilator with the on/off switch, but not to turn it off. The user interface screen was black all the time and after a short while the ventilator started to alarm/beep constantly. Ventilation could not be started. Electrical measurements showed that the cracked inductor had an abnormally high resistance. After the inductor was replaced, the ventilator worked according to its specification. The panel on/off switch functioned well again, a pre-use check passed successfully and simulated use test ventilation ran for 1 day without any deficiency noted. The conclusion is that the inductor on the dc/dc & standard connectors pcb was broken and that ventilation could not be started. A damaging short circuit may have occurred when the control panel cable was connected to the pcb, but this cannot be confirmed.

Event description:
(B)(4).